Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane loosely folded, and no blood was observed on the iab. The sheath was not returned for evaluation. One kink was observed on the inner lumen approximately 73.7cm from the iab tip. Additionally, one kink was observed on the catheter tubing approximately 73.7cm from iab tip. - a laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. - the technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of a reference 7.5fr catheter and was unable to successfully insert the guide wire due to the inner lumen kink. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported failure of ¿difficult. Unable to insert iab¿ was mostly triggered by an inner lumen kink found on the balloon membrane. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to be inserted through the right femoral artery. It was then attempted to be inserted from the left femoral artery, this time with coil seal, but this also failed. A new iab was then inserted through the left femoral artery via coil sheath and therapy was started. Since then, therapy had been proceeding without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a